Event description:
Implant issue - no patient data (demographics) entered into patient device at implant. Patient has an azure pacemaker. This information is supposed to be entered by the vendor representative. Without the data, the clinician is unable to monitor the patient, any recalls cannot be registered to this patient device correctly, among other concerns. Manufacturer response for pacemaker, azure (per site reporter).